Event description:
The rep reported the device was used during a small bowel resection. It was reported the tlc55 was used during this procedure, to transect bowel and to create an functional end-to-end anastomosis. And this procedure went well. It is not believed that a leak test was done at this time. The pt was in the hosp about a week, was eating, going to the bathroom and doing well. About five days later the pt was diaphoretic, complaining of chest pain, abdomen was not distending. Testing was done and the pt was returned to the operating room for an exploratory laparotomy. Upon reoperation the anastomosis was found to be leaking, a lot of sepsis and contamination was found. During the re op another tlc55 was used for another anastomosis and this stapler also appeared not to have properly forming staples and there was also a leak here. A small amount more of tissue was removed and stapled and over sown. The pt expired two or three days later.